Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined follow-up from tandem technical support to ensure a back-up insulin therapy was obtained.